Manufacturer narrative:
Additional information has been reviewed. Product numbers and lot numbers were not recorded. The author assessed that bwi device cited in the article that possibly led to the reported patient consequences, however no product malfunction were not reported. The author also assessed the reported adverse events were possibly procedure related. The catheter used in this procedure was not a reprocessed / reused catheter. Patients were required pericardial tap and extended monitoring for a couple days. Patients were fully recovered. Manufacturer's ref. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: lasso mapping catheter. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 2 patient with paroxysmal atrial fibrillation in the circumferential arm underwent radiofrequency catheter ablation and developed tamponade during the procedure requiring pericardial drainage and brief admission to the coronary care unit and did not experience recurrence of af. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿pulmonary vein isolation with incomplete antral ablation lines: is more ablation necessary? Results of a randomized trial.¿ the purpose of this study was to test the hypothesis that patients randomized to a partial lesion set who require a second ablation procedure for recurrence of atrial fibrillation would demonstrate recovery at previously ablated areas and not in locations that did not require ablation at the first procedure. A total of 119 patients were enrolled. Suspected device is standard irrigated ablation catheter (thermocool), however catalog and lot number are unknown.